Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was cut out to remove with no pt injury, no enlarged incision or sutures. The reporter stated another same model lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens and is considered off-label use.